Manufacturer narrative:
Concomitant medical product: PICC line (vendor, product, and lot unknown); therapy date: (B)(6) 2015. No product will be returned per customer. The customer complaint of the filter on the extension tubing was cracked and leaking could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the filter on the extension tubing was cracked and leaking. No report of patient harm.